Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01, annex c: c07, annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of keypad not reading was confirmed. Received on 05-dec-2024, pca device was received unboxed and with paperwork. External inspection revealed a damaged rear case. The pca unit had an unresponsive pause key. A test pca front case was installed to verify the keypad was the cause. The unit passed the keypad test with the test part that was installed. Defective material from supplier. Pause key not responding. Device to be returned to san diego repair center for processing. Recommended bd san diego repair center to replace the front case and rear case. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device keypad and pause key was not responding. There was no patient involvement.

Event description:
It was reported that the device keypad and pause key was not responding. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device keypad and pause key was not responding. There was no patient involvement.